Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she got the compromised force sensor system while priming the put and it reset and rewind, customer done it 3 times . Customer states the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor(gold). No compromised force sensor system alarm noted. Insulin pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.